Event description:
Catastrophic vertical fracture of implant head, at its weakest point ¿ the apex of internal hex connection, after being in function for a short duration. FDA safety report ID # (B)(4).